Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. Stored episodes showed far r-wave oversensing on the atrial channel of the implantable cardioverter defibrillator resulting in false diagnosis of atrial tachycardia and atrial fibrillation. Programming changes were made to address the oversensing. No adverse consequences to the patient were reported.